Event description:
A us distributor reported that an electrode belt had non-functional therapy electrodes.

Manufacturer narrative:
Device evaluation of electrode belt has been completed. The reported problem (tes non-functional) was confirmed due to a pulled cable. The belt did not pass falloff testing. The root cause for pulled cable was unable to be positively identified. There was no adverse event that resulted from the damaged belt.